Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient mobile power unit stopped working while he was connected to it. Controller history showed pump off during this time. Log file analysis showed that the pump events appear to be related to electrostatic discharge. In addition, there was power interruption which occurred while patient was using the mobile power unit. It was noted that the voltage supplied drained down to zero.

Manufacturer narrative:
Section h3: corrected information. Section h4: additional information. Manufacturer's investigation conclusion: the reported event that the mpu stopped working was confirmed during analysis. The event log file provided by the customer contained events recorded from march 21 to march 26, 2020. The information recorded on (B)(6) at 10:55 am revealed that the recorded speed decreased to 0 rpm for approximately 3 seconds and the system resumed normal operation. At 6:23 pm there was another incident when the speed decreased to 0 rpm for approximately 7 seconds. The associated voltage levels indicated that the system was connected to a mpu and the output voltages gradually decreased to 0v. The system resumed operation at the desired set speed with a low power hazard/no external power alarm being active. The no external power alarm resolved approximately 32 seconds later when the system controller was connected to 14v batteries. The evaluation of the returned mobile power unit serial number (B)(6) revealed compromised/damaged power supply pcb components. As a result the unit was not able to supply power. In conclusion, the pump stop events captured in the log file and the damaged mpu power supply appeared to be related to electrostatic discharge (esd). Abbott initiated a corrective and preventive action to improve training for avoidance of activities that can generate excessive esd levels. The device history records were reviewed (shop orders (B)(4)) and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.